Event description:
The facility reported a flogard infusion pump that "present battery low". It is unknown if this event occurred during patient use. However, there was no report of patient/user injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed. Service received a battery low alarm during the battery discharge test. Quality engineering determined that the cause was due to defective main batteries, which were replaced onsite at the facility by a field service technician to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.